Event description:
It was reported that on 27 february 2024, a 4mm x 4mm amplatzer piccolo occluder was chosen for patent ductus arteriosus (pda) closure in a 3 month old preemie using a 4f amplatzer torqvue lp delivery system (tvlp). It was difficult to cross the pda and we suspected the ductus had spasmed. The pda was measured by transthoracic echocardiogram (tte) and fluoroscopy twice. The narrowest portion of the pda measure 3.0mm on the first angiogram and then 3.6mm on the 2nd angiogram. The length of the ductus was 11.1mm. The piccolo was sitting more anterior in the duct, closer to the pulmonary artery (pa) side. Upon releasing the piccolo, it was embolized to the right pulmonary artery (rpa), the patient remained stable throughout the procedure. The physician used non- abbott sheaths to snare the piccolo and removed form the body. The patient remained stable and they proceeded to measure the ductus and it was now measuring 3.3mm at the narrowest point. A new 5mm x 2mm amplatzer piccolo occluder and 4famplatzer torqvue lp delivery system was chosen, placed intraductal and successfully deployed. The patient remained stable throughout the case and was transferred back to the neonatal intensive care unit (nicu). Post procedure, patient need extra ventilation support 24 hours post procedure but were weened back down to lower levels within 48 hours. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that it was difficult to cross the pda and suspected the ductus had spasmed. Upon releasing the piccolo, it was embolized to the right pulmonary artery (rpa). The physician used non- abbott sheaths to snare the piccolo and removed form the body. A new 5mm x 2mm amplatzer piccolo occluder and 4famplatzer torqvue lp delivery system was chosen and implanted. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was results of case-specific circumstances as the physician used a sheath to snare the piccolo and removed from the body. There is no indication of a product quality issue with regards to manufacture, design, or labeling.